Event description:
The consumer reported receiving a burn from the heating pad. The burn left a scar, but the consumer continued to use the unit. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.